Manufacturer narrative:
The medwatch report number is: mw5153142.

Event description:
It was reported that during a procedure, the console displayed an error code when attempting to take it off of standby mode. The console was tried to restart in 3 occasions, but the issue persisted. The laser part of the procedure had to be cancelled and a stent was placed in the ureter instead, therefore the patient will have to return to complete the laser part of the case. No further information about the patient and procedure outcome are available. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.